Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31612977l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation and the patient experienced a pericardial effusion that required pericardiocentesis. Toward the end of mapping an idiopathic vt in the right ventricular outflow tract (rvot) with the qdot micro catheter, it was noticed that the patient's blood pressure dropped. Using intracardiac echo (ice) the effusion was visualized; the live image was compared to the pre-procedure image to confirm this. The mapping and ablation procedure was aborted. An interventional cardiologist was brought in who performed pericardiocentesis. The effusion resolved and the patient was stable at the time of the call.